Manufacturer narrative:
A visual examination of the returned device found that the stent delivery system was returned with a fully deployed stent. During a functional evaluation, a relevant sized guidewire (0.035") was inserted through the tip of the device. The guidewire traveled freely through the inner lumen; however, a slight restriction was met at the guidewire access port. The guidewire traveled past the guidewire access port and failed to exit the port. The compressed inner lumen appeared to be off line with the access port. No restriction was met while withdrawing the guidewire from the lumen of the device. The condition of the returned device was consistent with the complaint incident. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. Therefore, the compressed inner lumen and guidewire restriction are likely due to procedural/anatomical factors and the most probable root cause is operational context. A search of the complaint database revealed that no similar complaints exist for the specified batch. From the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a wallflex rx biliary uncovered stent was to be used during a stenting procedure within the common bile duct on (B)(6), 2011. According to the complainant, resistance was encountered when introducing a jagwire guidewire into the guidewire lumen of the stent system outside of the patient. The guidewire became stuck within the device and was unable to be advanced or retracted. During the process of removing the stent system from the guidewire, the stent prematurely deployed from the delivery catheter. No visible issues were noted to the stent system. The procedure was completed with the same jagwire guidewire along with a different device. The account alleged no complaint against the guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex rx biliary uncovered stent was to be used during a stenting procedure within the common bile duct on (B)(6), 2011. According to the complainant, resistance was encountered when introducing a jagwire guidewire into the guidewire lumen of the stent system outside of the patient. The guidewire became stuck within the device and was unable to be advanced or retracted. During the process of removing the stent system from the guidewire, the stent prematurely deployed from the delivery catheter. No visible issues were noted to the stent system. The procedure was completed with the same jagwire guidewire along with a different device. The account alleged no complaint against the guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.